Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
While requesting a replacement belt clip, the customer reported that his blood glucose level was 40 mg/dl at the time of the call. Customer treated with food. No further information was provided.